Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. The impacted device is a 225cc mentor memory shape breast implant lot number: 7288971 catalog: 3341107 device evaluation summary: according to the information received, the patient underwent explantation as a result of some unspecified adverse event. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient who underwent primary breast reconstruction surgery with an unspecified gel breast implant experienced right sided dissatisfaction post procedure. As a result, patient underwent unilateral removal and replacement with a 425cc mentor memorygel breast implant on (B)(6) 2020.